Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that log files were sent into the MFR for analysis to troubleshoot power elevations that the pt was experiencing. The system controller was exchanged for another system controller which resolved the power elevations. Add'l info received 14 days later stated that the pt presented into clinic with elevated power numbers and lower pi numbers. Physically, the pt was pale, vascularly camped down, shortness of breath (sob), and doppler pressure 56, lethargic, dizzy, hypothermic and painful. The center believes the pt may have a transient obstruction somewhere in the lvad because after the pt was admitted, both the pt and vad numbers improved dramatically.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.